Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen during final angio, which reportedly resolved after relining the aui with another aui, could not be determined from the pre-implant films provided. Films during implant were not available for review, and the reported endoleak could not be assessed. This may have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak.

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 21 mm in length, 20 ¿ 22 mm in diameter from proximal to distal. The patient had a pre-op occluded right common iliac artery. Pre-op, there was a penetration aortic ulcer on the left side of the aneurysm sac, narrow flow lumen at the bifurcation, possible dissection of the left common, possible occluded left hypo. It was reported that during final angio there was a large slow late endoleak contrast remained in aneurysm sac. The decision was made to reline the stent graft with a new aui and the endoleak was resolved. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.